Event description:
A pca extension set was found to have a leak from the hub of the set. Although attempts were made by baxter to obtain additional informatiion from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient involving the pump since the last baxter service event. No add'l info is available.